Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported during a tibia nail procedure on (B)(6) 2012 the power drive locked up and froze. There is no further information available. This is 1 of 1 report for this event for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.